Manufacturer narrative:
D9 and h3 refer to the lead. H3 device evaluation: analysis of the lead found no significant anomalies. The lead was returned segmented; however, electrical testing of the returned segments determined that continuity was complete and there were no electrical shorts between the circuits. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that there were issues in november 2024. ¿internal radios¿ meant department stores own radio systems for internal communications. ¿patient performing security walk¿ has not been clarified yet, it was assumed that it was related to fire security and how premises can be evacuated in case of fire etc. It was unknown if a date has been scheduled for the lead replacement. The device has been on all the time with no further problems. Treatment was good and the patient will not turn the device off. The device has been programmed using poles with normal impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they received an update from the patient on (B)(6) 2025. The patient says that he has made observations for the last two weeks. Disturbances have occurred at work when a colleague is nearby with a walkie-talkie, and there are also alarm gates nearby, and the alarm gate opens either with the controller or when the customer opens it. In this case, a "short-circuit-like crackling signal" starts to sound in the patient's earlobe and in the earlobes of the colleague/colleagues, which makes it easier when you go further away from noise gates and radio telephones. The physician will replace both the ins and lead on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977a275. Serial# (B)(6). Implanted: (B)(6) 2023. Explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the ins was also replaced at the time same time as the lead. The patient has not been in contact with the hospital since the replacement so it seemed that the event resolved. The patient will have a routine check at the end of april.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 02-oct-2027, UDI#: (B)(4), implanted: (B)(6) 2023: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient with an implantable neurostimulator and lead experienced high impedances that limited programming capabilities. Most of the security gates at the patient's workplace alarmed when passing through, and internal radios together with earphones were disturbed when the patient was around which produced a cracking sound; radio disturbance was noted. The patient had previously experienced excellent pain relief before these issues began. The patient was performing security walks in a department store where they worked when these problems started; nothing was bothered before. Diagnostics included impedance measurements being taken and attempts at new programming, but no resolution was achieved. Surgical intervention will occur; impedances were high and there will be a lead replacement in january. When asked if the ins can disturb radios and earphones, technical services replied that they wouldn't expect for the ins to affect external devices. The ins can be affected by the electromagnetic interference (emi) generated by these devices, but the ins is not expected to create interference for other devices, as the currents generated by the implanted device are in the order of ma and only circulate within the body. And that for what concerns the security gates, it is possible, depending on the sensitivity of the gate, that the gate will pick up implanted medical devices. Additional information was received from the rep. It was reported that impedance was checked during the summer, before this happened, and all values were ok. The patient did not have nay other devices with them that might be causing the interference, but did work in an environment with a lot of devices around. The patient had not tried turning off the ins then checking if the noise was still present as of (B)(6) 2024 but would try that during the next two weeks. The hospital then was to call the patient on (B)(6) 2024. It was noted that neurosense was not activated. The patient did not undergo any medical treatments or have any trauma that might explain the change in impedance.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The lead was changed and ins remains in service. The lead will be returned, and tracking will come when the lead has been sent. It was stated that the lead will be brought to the office today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep clarifying that the ins was never replaced.